Event description:
The hospital reported that at the beginning of the endoscopic vein harvesting procedure, the distal insufflation was not working. Flowrate was 5 l/min and pressure was 10mmhg. A replacement device was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection found no on-conformities on the cannula or the distal insufflation or tubing. The device met performance testing for cannula leak rate specifications and distal insufflation rate specifications. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.